Event description:
It was reported that two weeks after the patient had a breast biopsy, without patient consequence, a rash appeared on her leg, which required medical intervention. It was not reported the current state of the patient.

Manufacturer narrative:
Date sent: 04/01/2009. Information not available, device not returned for analysis.